Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v855089, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction/ pelvic floor/ gastrointestinal. The consumer reported that the patient's therapy was turned off 3-4 months ago, they were not sure how. The manufacturing representative reprogrammed the patient a week ago and the patient had stimulation up to 3.1 at the time of this report, but was still having urinary issues. She had loss of urinary control. And also said that her lead wire was ¿messed up ¿ and could be felt under the skin. The patient was scheduled for an x ray. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.